Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an explant, externalized conductors were observed on a previously capped lead. The patient was stable before, during, and after the procedure. Based on the review of the diagnostic views provided to abbott the conductors appear to be externalized.